Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system due to it becoming superficial after weight loss. The patient underwent a revision procedure in which the ipg was moved from the hip to the abdomen. The patient remained in the hospital overnight to recover and was then discharged and is doing well post operatively. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.